Event description:
Pt presented to emergency department complaining of electrical static/hissing noise coming from implanted morphine sulfate pump. Pt had received a radiation treatment around 10:00am and started hearing the hissing sounds from the pump around 12 noon. Pump had to be removed and replaced.